Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump, and pump could no longer be guaranteed watertight, although pump had not shut down and caller was unsure how damage occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.